Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse discovered that the computer had malfunctioned. The cse reviewed the instrument log and determined that sample ID (B)(6) was not routed to the sampling gate. The cse replaced the computer, divert gate for the dimension vista instrument and adjusted the arm for quicker swing. The cse also replaced the centrifuge spinner gate to address the errors found in the instrument log. The cse verified the functioning of the track by running the sample tubes without any error. A siemens regional support center specialist reviewed the instrument data and verified the finding of the cse that the sample was not routed to the sampling gate. The rsc specialist determined that the cause of the incorrect results obtained on sample ID (B)(6) was due to an issue with the diverter, which was resolved by replacing the divert gate. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a streamlab core unit automation system reported that they obtained incorrect results on one patient sample which had been routed to an analyzer from the streamlab automation track. The sample was being tested for enzymatic creatinine (ecrea), amphetamine/methamphetamine (amph) and opiates (opi) methods. The results for sample ID (B)(6) were similar to the results from a different patient sample, which was scheduled to follow sample ID (B)(6) for testing. Both samples had the same tests ordered. The incorrect results were not reported to the physician(s). The sample was repeated and the results were different from the original results. The sample was then front loaded and repeated for the second time and the results matched those obtained from the first repeat run. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the incorrect patient results.